Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site caused by the ipg migrating towards the skin.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision and was reportedly doing well following the procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the pocket revision was put on hold as the patient was given lidoderm patches to test for three weeks. The next course of action regarding the revision will be made after the three week trial of the pain patches.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site caused by the ipg migrating towards the skin.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site caused by the ipg migrating towards the skin.